Manufacturer narrative:
The permanent cautery hook (pch) instrument has been received; however, the failure analysis evaluation has not been completed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a broken insulation was noted on the permanent cautery hook (pch) instrument. A fragment fell into the patient and was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected and verified prior to use, with no visible damage observed. During the free preparation of lung adhesions, a fragment from the e-hook fell inside the patient, which the surgeon attributed to movement of the e-hook after approximately 15¿20 minutes of use. No functional issues or collisions with other instruments occurred during the procedure. The instrument was removed prior to breakage, with no resistance felt, and the only damage noted was the defect described. All fragments were retrieved using other instruments, confirmed by the surgical team, with no need for additional procedures or post-operative imaging. The procedure was robotically terminated, and the patient did not sustain any injury or experience post-surgical complications. The instrument is available for return to isi, but the fragment has been disposed of, and there are no photographic or video records available for review.

Manufacturer narrative:
Device evaluation: intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) instrument to perform failure analysis. The instrument was analyzed and found to have a broken distal clevis at the ears of the clevis. The broken piece was not returned, measuring roughly 5.40 mm x 7.70 mm in size. The clevis did not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis showed damage. Additionally, the instrument was found to exhibit damage at the proximal clevis. The affected area showed visible signs of mechanical compromise, including deformation and indentation at the proximal clevis ears. There was no detached fragment or missing material.

Event description:
Refer to h11 for follow-up information.